Event description:
Reported unknown number of false positive sars results. It is unknown if the patients were symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided. The result was due to cross contamination with the positive control.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Decontamination recommended by technical support. Root cause: insufficient information. Resolved during intake. Source: email